Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Explanted date - product was removed on (B)(6) 2015 and reimplanted during the same procedure. Patient underwent a reimplantation procedure on (B)(6) 2016, during which the device was explanted.

Event description:
It was reported that the patient had bilateral initial knee arthroplasty procedures on (B)(6) 2014. Subsequently, the patient had a bilateral revision on (B)(6) 2014 due to unknown reasons. The bearings and locking bars were removed and replaced. Patient underwent a right knee revision procedure (B)(6) 2014 due to infection and had spacer molds implanted. Additional information received indicates that the patient underwent a right knee re-implantation procedure on (B)(6) 2015 and received a biomet total knee. A subsequent right knee revision procedure took place on (B)(6) 2015 due to infection. During the revision, all products were removed; however, the femoral component and tibial tray were removed, re-sterilized, and then re-implanted. Revision invoice indicates the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 10 of 16 mdrs filed for the same patient (reference 1825034-2014-09100 / 09105 & 2015-02075 & 02584 & 02589 / 02596).